Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia") and uterine haemorrhage ("heavy uterine bleeding/ abnormal uterine bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to taking depo-provera, plaintiff menstrual cycle was regular and otherwise unremarkable. Previously administered products included for birth control: depo provera; for migraine management: depo provera. Past adverse reactions to the above products included amenorrhoea with depo provera. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("worsened migraines"), arthralgia ("joint pain"), anaemia ("anemia"), alopecia ("hair loss") and rash ("skin rashes"). The patient was treated with surgery (diagnostic laparoscopy and abdominal supracervical hysterectomy on (B)(6) 2012). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, menometrorrhagia, uterine haemorrhage and anaemia outcome was unknown and the abdominal pain, migraine, arthralgia, alopecia and rash had not resolved. The reporter considered abdominal pain, alopecia, anaemia, arthralgia, dysmenorrhoea, menometrorrhagia, migraine, rash and uterine haemorrhage to be related to essure. The reporter commented: the essure coils are possibly still inside her body. She still has the essure device surgically implanted. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of (B)(6) of age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 and reported adverse events including dysmenorrhea, menometrorrhagia and heavy uterine bleeding/ abnormal uterine bleeding (understood as uterine haemorrhage). Plaintiff underwent surgery (diagnostic laparoscopy and abdominal supracervical hysterectomy). Dysmenorrhea, menometrorrhagia and uterine haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia") and uterine haemorrhage ("heavy uterine bleeding/ abnormal uterine bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to taking depo-provera, plaintiff menstrual cycle was regular and otherwise unremarkable. Previously administered products included for birth control: depo provera; for migraine management: depo provera. Past adverse reactions to the above products included amenorrhoea with depo provera. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("worsened migraines"), arthralgia ("joint pain"), anaemia ("anemia"), alopecia ("hair loss") and rash ("skin rashes"). The patient was treated with surgery (diagnostic laparoscopy and abdominal supracervical hysterectomy on (B)(6) 2012). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, menometrorrhagia, uterine haemorrhage and anaemia outcome was unknown and the abdominal pain, migraine, arthralgia, alopecia and rash had not resolved. The reporter considered abdominal pain, alopecia, anaemia, arthralgia, dysmenorrhoea, menometrorrhagia, migraine, rash and uterine haemorrhage to be related to essure. The reporter commented: the essure coils are possibly still inside her body. She still has the essure device surgically implanted. Company causality comment: this litigation case report refers to a female plaintiff of (B)(6) who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 and reported adverse events including dysmenorrhea, menometrorrhagia and heavy uterine bleeding/ abnormal uterine bleeding (understood as uterine haemorrhage). Plaintiff underwent surgery (diagnostic laparoscopy and abdominal supracervical hysterectomy). Dysmenorrhea, menometrorrhagia and uterine haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since surgical intervention was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.